Event description:
It was reported during surgery, the instrument fractured, leaving a small fragment in the patient's femur.

Manufacturer narrative:
The actual complaint part was returned. A conical tap is used to remove remaining cement from bone when a revision is being performed. If sufficient bending forces are transferred through the threaded tip, fracture may occur. The likely cause of the fractured threaded tip was due to excessive bending forces applied to the tip during removal.

Manufacturer narrative:
Complaint part was not returned for evaluation. However, four parts were pulled from stock and sent to the quality department. All 4 representative products from stock measured within supplier specifications.